Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, dialysis treatment was initiated with no change in arterial pressure and a fully filled transducer bubble. An attempt was made to reduce the arterial bubble volume, but no resistance was noted in the line. After the transducer line was reconnected to the machine, blood was observed entering the transducer line and transducer. No patient complications were reported as a result of this event.